Event description:
Information received indicates while performing a function check, the technician found the head section brake casters were ratcheting when in brake.

Manufacturer narrative:
The technician replaced the worn head end brake casters to repair the stretcher.